Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Edtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement procedure, impedance was showing high in monopolar mode so it was switched to bipolar and the issue resolved. The rep also reported receiving a 'configuration not verified' warning. There was no patient impact reported. The cause of the high impedance was believed to be caused by the impedance being measured outside the pocket, which caused the temporary impedance spike.